Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Gtin: (B)(4).

Event description:
It was reported that the remote control was not working properly. It turns the pump up even after it has been turned down. Procedure was completed successfully.

Manufacturer narrative:
Alleged failure: buttons were stuck on remote. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the button is continuously activating. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Mfg date: 06/01/2010. (B)(4).

Event description:
It was reported that the remote control was not working properly. It turns the pump up even after it has been turned down. Procedure was completed successfully.